Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue of battery runtime of 103 minutes and the minimum runtime spec is 135 minutes so the fse replaced the batteries to resolve the issue. The fse completed pm with full calibration, functional testing and safety check to factory specifications. The iabp was returned to customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.